Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for stent placement was to lessen the symptoms of ileus before operating. The stenosis was approximately 4 cm. The patient's anatomy was not tortuous. During the procedure, the delivery system was advanced over the guidewire, the physician attempted to deploy the stent; however, strong resistance was met . Therefore, another physician attempted to release the stent and approximately 2 cm deployed and then became stuck; partially deployed. The stent could not be completely deployed or retracted. When the physician attempted to deploy it with force, the delivery system bent. The delivery system was then cut with snipers, however, the guidewire was accidentally cut as well. The device an guidewire were removed from the patient and another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 45 mm. It was noted that the stainless steel shaft had been cut in two at 105 mm distal to the distal end of the proximal hub handle. In addition, the stainless steel shaft was kinked at approximately 40 mm distal to the distal end of the proximal hub handle. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and no issues were noted with the inside of the outer sheath. On closer examination of the distal handle, a piece of material consistent with a piece of glove was caught inside the handle which was causing the restriction in the outer sheath. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for stent placement was to lessen the symptoms of ileus before operating. The stenosis was approximately 4 cm. The patient's anatomy was not tortuous. During the procedure, the delivery system was advanced over the guidewire, the physician attempted to deploy the stent; however, strong resistance was met . Therefore, another physician attempted to release the stent and approximately 2 cm deployed and then became stuck; partially deployed. The stent could not be completely deployed or retracted. When the physician attempted to deploy it with force, the delivery system bent. The delivery system was then cut with snippers, however, the guidewire was accidentally cut as well. The device an guidewire were removed from the patient and another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.